Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st and 2nd distal stent wraps, with struts raised, bunched and overlapping. Slight deformation was evident to the distal tip.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 80% stenosis in the lad. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. It is reported that stent deformation occurred in vivo during positioning/advancement, the stent could not pass through the lesion despite pre-dilation. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used while advancing the device to the lesion. There is no patient injury. The procedure was completed. The physician does believe that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.